Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the submitted device confirmed the anterior locking tab is bent in the anterior direction, which would have prevented the surgeon from properly seating the insert into the tibial base. However, it is not possible to confirm when or how the locking tab was deformed or whether the correct technique was used to seat the poly insert. Additionally, there are scratches on the anterior surface, especially along the surfaces where the insert locks into the tibial tray, possibly from the surgeon trying to seat the insert. Thus, the root cause of the bent locking tab cannot be definitively determined. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Poly would not lock in.